Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2024, in internal medicine section for pneumonia. On (B)(6) 2024, a peripherally inserted central venous catheter kit was used for left upper extremity cephalic vein puncture catheterization, and the catheter was inserted 22 cm and fixed, and intravenous fluids were infused after daily catheter flushing, and on (B)(6), it was found that the flushing catheter was not smooth, and ultrasonography showed that venous thrombosis was formed in the left cephalic vein, which was immediately given to urokinase for intracathartic thrombosis, which basically cleared the catheter, and ultrasound was repeated to check that the thrombus was still present, and enoxaparin was given to the patient for treatment. On (B)(6), the catheter was removed after subcutaneous injection of heparin sodium. No other information provided, at this time.